Manufacturer narrative:
The pipeline flex has not been returned for evaluation. The event could not be confirmed and an event cause could not be determined from the reported information.

Event description:
Medtronic received information that the proximal portion of a pipeline flex did not open during a procedure. Multiple attempts at manipulation and expansion were made. It was reported that the pipeline flex was being used during treatment of an aneurysm in the right ophthalmic artery.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional event information: the pipeline flex was removed from the patient. The patient did not experience any symptoms or injury as a result of this event. It was reported that the patient underwent a second procedure in which a flow diversion device was successfully implanted.